Event description:
It was reported that his lead exhibited high thresholds due to a micro dislodgement. Repositioning of the his was attempted but was not successful, and the his lead was then cut to gain access to the vessel and the lead was replaced with an left ventricular (lv) lead. When the lv lead was being implanted, the set screw of the cardiac resynchronization therapy defibrillator (crt-d) was unable to be re-screwed into the lv lead. The crt-d was replaced and the lv lead was able to successfully fastened to the device. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.